Event description:
It was reported by the customer that prior to a procedure, the packaging was found to have a hole in it, compromising sterility. There was no procedure/patient involved.

Manufacturer narrative:
(B)(4). Date sent: 5-31-2012 unknown, assumed ((B)(6) 2012) that complaint was reported complaint stated that there was a hole on the tyvek. The carton was not returned and therefore, it could not be examined for damage. The sealed package was visually examined. The package was warp and showed some evidence of rough handling on entire package. A hole was present on tyvek near corner of package and almost over the top corner of the outer tube of the device. The hole does not align with the device. The hole was formed from the outside in and is v-shaped. It appears that the package was struck from the outside causing puncture hole through the tyvek. Cause and time of the damage to the package could not be determined, but most likely occurred outside of ees packaging, as packaging process at sort function has 100% visual inspection of each package.